Event description:
Patient's relative reported, right side rupture. "It was established, after imaging that the right implant has completely emptied". Device explanted and replaced.

Event description:
Patient's relative reported "stress, anxiety, and residual silicones in her body". Also reported "fatigue" which is not related to the device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease flat, and wear abrasion. A microscopic analysis was performed which identified: two striated openings on posterior and radius and sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two striated opening on posterior and radius assessed as surgical damage. Sharp broken on radius assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "it was established after mammography and ultrasound that the right implant has completely emptied."

Event description:
Patient's relative reported "it was established after mammography and ultrasound that the right implant has completely emptied." Device remains implanted.